Event description:
Following an exam, the compression foot switch was pressed and compression released. The patient was being removed from the machine and upon release of the compression foot switch, the compression carriage, allegedly, started to compress again.